Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replace the user interface pcba. After completing other unrelated repairs, repairs proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Stryker determined the root cause for white display is the user interface pcba.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device had a white screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.